Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related problem. Should additional information become available. It will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient knee revised after treatment for infection.